Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The balloon fold issue was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Event description:
It was reported that during a non tortuous, calcified, superficial femoral artery (sfa) stenting procedure, an armada 35 balloon dilatation catheter (bdc) was advanced to the lesion to post dilate an unspecified sfa stent and inflated without issues. The balloon was deflated without an issue and the balloon appeared not re-wrapped properly. The bdc would not advance through the 6 french non-abbott sheath. The armada 35 bdc and the sheath were removed as one unit without difficulty. Reportedly, the armada balloon successfully post dilated the unspecified sfa stent. Another sheath was inserted to finish the procedure. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.